Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced cloudy dialysate and general weakness. The cause and treatment for the events were not reported. The same day as event onset, the patient was hospitalized for the events. At the time of this report, the patient was recovering and pd therapy was ongoing. No additional information is available as the reporter declined follow up.